Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary for (B)(4): the full lead was returned, analyzed and the defibrillation coil was distorted. It was noted that there was blood in/on the helix/lobe mechanism. The analyst also commented that there was not enough medical adhesive at 30 to 40cm under svc exposed coil, coils are distorted.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Analysis of the lead is in process; the results will be forwarded when available.

Event description:
It was reported that during implant procedure, it was difficult to pass the right ventricular lead through a competitor's introducer. The lead was removed and the proximal area of the high voltage-b shocking coil was damaged. It was also reported that the lead did not pass smoothly through a new introducer with same model. The lead was not in use and replaced. No patient complications have been reported as a result of this event.